Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The history log for the device showed the pad-pak was first installed successfully in march 2010 and performed to specification up to the 15th september 2013. An increase in voltage suggests a further pad-pak was installed during this time. Multiple manual power ups of 10 minutes duration were recorded between (B)(4) 2013 and (B)(4) 2014. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane. Voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.